Manufacturer narrative:
Correction: the second tubing kit was returned to the manufacturer for evaluation. Testing found that the reservoir on the kit was reversed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The catheter kit for the ablation system was returned to the manufacturer for evaluation. Testing found that the tubing was not closed off, however the reservoir was reserved. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the reservoir connected to the saline bag for the ablation system was sealed shut and liquid could not flow through the tubing of the system. Additionally, the kit was noted to have the reservoir connected to the saline return bag was upside down. There was no patient present when this issue was identified. No additional information was provided.